Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened box and twenty-one unopened samples of product were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened and the swage and attachment area of needles were as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no needle breakage was found.

Event description:
It was reported that a patient underwent a laparoscopic hiatal hernia revision of a bariatric procedure in (B)(6) 2018 and a suture was used. During surgery, the needle broke. The needle was able to be retrieved, and no x-ray was needed. A replacement was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.